Manufacturer narrative:
The xenon lightsource (00mlx) was returned for evaluation: failure analysis: a technican evaluated the returned lightsource and observed that the mirror holder was broke, the bezel was overheated and melted. Both parts were replaced along with the stand by membrane and the control membrane which must be replaced with the bezel. The faulty power supply was also replaced with the newer version which needs the extended wire to make it work. The extended wire was replaced. The unit passed burn in and all final tests including electrical safety test. Root cause: the returned 00mlx light source was in used condition with physical damage to the mirror holder due to rough handling or environmental damage. Mirror issues would lead to overheating. The reported complaints was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the 00mlx lightsource was getting too hot. They found that the lens holder inside the lightsource had a broken clip and was causing the lens to keep falling out and causing the light source to get too hot. The lightsource also has a small burn mark on the front where fiber plugs in. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.